Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a conductor fracture. During a routine follow up, the physician noted that the rv lead pacing impedance was over 2500 ohms. Through a thorax x-ray, a fracture at a distal portion of the lead in between the electrodes was noted. Additional information was received that the lead could not be extracted. Thus, the lead was surgically abandoned. A different lead was implanted. No other adverse patient effects were reported. The lead was out of service.